Manufacturer narrative:
(B)(4). Evaluation summary: the instrument was received with dried body fluids. Functional testing could not be conducted due to condition of instrument. The sleeve has a complete tear at the lower ring circumference. The lower protective ring has a 1 1/2" inch tear through the lower protective ring and sleeve. This is the origination point of failure. There were no missing pieces. Based upon the inquiry information received and visual examination, it was concluded that the lap disc sleeve, and lower protective ring were torn, making the instrument non functional. Probable hard contact on edge of lower ring caused failure.

Event description:
It was reported that the lower ring of the device perforated during the procedure. The user believes that no pieces were left in the patient. The case was completed with another device. No pt. Consequence. One device returning.